Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a bleed. The lesion was 1.5 x 1.6 cm in size and located in the right lower lobe. On the day of the procedure, the patient's international normalized ration (inr) was 0.9 and prothrombin time (pt) was 11.9. The patient was on baby aspirin (acetylsalicylic acid - asa) but it was held the day before the procedure. Blood loss occurred at an unspecified time during the procedure, but the amount was not reported. Interventions included instillation of 130cc saline. Initially, 30 cc was instilled through the ion catheter and as the catheter was withdrawn, there was a gush of blood through the syringe; therefore, an additional 100 cc of cold saline was instilled. There was still active bleeding from the right lower lobe; therefore, 4cc of epinephrine was instilled and the patient was monitored. The left lung showed no bleeding from the airways. Ebus was not done due to bleeding. It took 10 minutes to stop the bleeding and to stabilize the patient. The physician switched to a therapeutic scope and observed no evidence of hemorrhage, so the patient was extubated. No active bleeding was noted at the end of the procedure. The patient was transferred to the ICU and discharged from the hospital 5 days later. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.